Event description:
During placement of a stent in the lca, a basix inflation syringe was used to inflate theballoon of the delivery catheter. The gauge needle was stuck behind the stop pin. The physician could inflate the balloon but the gauge would not indicate pressure. There was no harm or injury to the patient. The physician continued to use the compromised device and watched the inflation of theballoon/stent under fluoro, without knowing the ture atmospheric pressure being applied.